Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels of over 500 mg/dl. The patient went to the hospital and was diagnosed with diabetic ketoacidosis. At the hospital the patient was placed on "a drop" and was treated with insulin and glifage xr. The patient was hospitalized for 5 days. The infusion device was requested to be returned for product evaluation.